Event description:
It was reported that the zimmer air dermatome produced only "linear lines" (lengthwise lines on left thigh). Add'l clinical follow up with the customer indicated that the device was used with wall nitrogen and a 20 foot extension hose with a psi setting of 110. An alternate dermatome was retrieved for use during the procedure; however, the retrieval of the device resulted in a 10-15 minute extension in surgical time. An add'l graft harvest was required, but was able to be obtained over and adjacent to the first attempted harvest. There was no patient injury or medical intervention required.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 12/08/2011 and was last repaired on (B)(4) 2013 for not cutting properly. Eval of the device observed that an extra-length hose was sent in with the unit. Investigation revealed that the hose had no visible issues. It was observed that the control bar was loose, allowing for rotation about the calibrating shaft when pressure was applied. The device operated within motor speed specification; however, the motor was erratic. Prior to repair, the device was outside calibration specification at the zero thickness setting on the left side and failed side to side calibration at this setting. The device passed calibration at all other tested settings. During clinical follow-up, the customer stated they utilized a "20 foot extension hose with a psi setting of 110." Per instructions for use, "recommended pressure is 100 psi running, using supplied hose. When using an extension hose, increase the pressure at the source 1 psi per foot (22.6 kpa/m) of extension hose. The cause is likely the user not maintaining the device per proper handling, as well as improper operational use. The device was serviced and returned to the customer.